Event description:
It was reported that the ICD could not be interrogated. The ICD was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current drain was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and an internal anomaly was found to cause the premature battery depletion.